Manufacturer narrative:
The patient was transferred to implanting hospital for suspected pump thrombus. Upon investigation of the center's own analysis of the device, there was no concern of the graft cut too short during implantation or any different implant techniques. The site does not believe there was any remodeling leading to the event. The outflow graft was wrapped in a 22mm goretex cannula for covering the strain relief and the outflow cannula. The center performed log file analysis and acoustic analysis. The site felt that the presentation of the patient was atypical and were not able to determine if the thrombus was in the outflow graft or in the inflow of the device. The site performed a "back wash maneuver under carotid protection" but this was "only limitedly successful." A stenosis of the stent was then found and the outflow graft was then "stented" and flow increased again. The patient was discharged on plavix on (B)(6) 2016. Hvad pump (B)(4) and outflow graft 0001634967 were not returned to heartware for evaluation. Review of the manufacturing and inspection documentation confirmed that the associated devices met all requirements for release. The reported "inadequate flow rate" was confirmed via review of controller log files, which revealed a decreasing trend in power consumption and flow rate and low flow alarms. The site reported "a small 3rd harmony which points towards the possibility that the thrombus might also be on the impeller". A site report noted that "in the cath lab the complete flow could be visualized which revealed a stenosis of the outflow graft". There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to an occlusion caused due to stenosis of the outflow graft. Clinical factors that may have contributed to the reported event and related to outflow graph occlusion and anticoagulation therapy which may have also contributed. Though the most likely root cause cannot be determined, the device history review indicated no issues with the pump; the root cause of the reported event cannot be conclusively determined due to multiple contributing factors, there are patient, procedural, and pharmacological factors that may have contributed to this event. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) directs users to confirm correct settings for low flow alarm limit and viscosity. If "low flow" alarm is active then the patient should be evaluated. The low flow alarm is triggered if average flow drops below the low flow alarm threshold. Flow estimation should be used as a trending tool only, as it cannot adapt to changing fluid conditions. All alarms should be reported. Low flow alarms with clinical evidence of inadequate flow rate/hypoperfusion have the potential to cause death or serious injury. The hvad outflow graft is designed to provide a connection between the outflow of the hvad pump and the anastomosis to the patient's ascending aorta. According to the IFU, the outflow graft package should be examined to ensure that it is unopened and without visible damage. The IFU details the correct procedure for connecting the outflow graft, strain relief and pump together. Excessive tension or force should be avoided as it will damage the polyester fibers and the gelatin impregnation. Of note, the IFU warns that during attachment of the outflow graft to the hvad, the graft clamp should be rotated so that the clamp screw is located on the inner side of the outflow graft to avoid tissue irritation or damage. Users are to gently pull on the outflow graft and strain relief to verify secure placement of the graft clamp to the outflow conduit. After assembly, users are instructed to inspect the outflow raft and strain relief for any kinks or twisting and to re-attach the graft if necessary. (B)(4) - lvad pump / catalog number 1104 / expiration date 02/28/2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information received on april 13, 2016. Not typical outflow graft stenosis with the patient having a history of slowly decreasing flow. The patient was stable and no change in hemodynamics which they believed to be "nearly complete occlusion." They also found a "3rd harmony" via echocardiogram which they believed to be a small particle on the impeller. The patient received multiple stents in the outflow graft. The center conducted their own analysis on the device. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual provide clear instructions to medical personnel on proper usage and placement of the hvad system in addition to appropriate hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations; additional guidelines instruct both the user and medical personnel on how to recognize low flow alarms, the potential causes of these alarms, and the potential courses of action. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from germany that a patient had decreased flow values on his device and the "outflow graft was stented" and flow increased again. No additional information available at this time.